Event description:
On 02/19/1999, the international distributor informed the MFR via a faxed report of the following: the operation was the implantation of a reservoir for artery injection by peritoneotomy on 12/22/1998. In the course of the device silicone catheter tip was placed in the arteria hepatica propria. On 12/25/1998, the third day after the operation, they could not inject drug and as a result, they pulled it out. It seems thrombus was created in the device septum. The type of the exchanged product was the same. They have used dozens of them in the same way; however, they have never experienced such a blockage before. No further details were provided.